Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that lead incision site showed early signs of infection. Patient experienced vomiting as well as draining and redness at incision site. Patient was prescribed antibiotics. Labs and cultures were not taken. Most recent updates were that the incision site and symptoms were improving.

Manufacturer narrative:
A lead incision site showed early signs of infection was reported to abbott. The patient experienced vomiting as well as draining and redness at incision site. The patient was prescribed antibiotics. Labs and cultures were not taken. Most recent updates were that the incision site and symptoms were improving. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.